Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test occurred on a trilogy 100 ventilator. There was no report of harm or injury. The trilogy 100 ventilator was returned to the manufacturer service center for evaluation, and the customers complaint was confirmed. During the evaluation it was noted that the device failed testing for test hw power fail. In conclusion the device system board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 2 was performed. The following parts were replaced as regulated by maintenance procedure to prevent failure: pollen filter, exhaust fan assembly, 43-micron filter. Confirmed by an operational check that noise was coming from the motor blower assembly. Therefore, the motor blower assembly was replaced unrelated to the confirmed test failure. The following parts were also replaced in accordance with replacement of the motor blower assembly: stirring fan foam. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver. 14.2.05). The suspected system board was sent to the manufacturer product investigation lab for further evaluation of the alleged failure. New information/linv: the system board was returned to riql for the alleged failure of test step 0050.05000 during service. This component has already undergone a comprehensive evaluation at the service center prior to arriving at riql, and there is no association with patient harm. Therefore, no further investigation of the system board is required at this time. The system board has been scrapped.

Event description:
The manufacturer received information alleging a failed test occurred on a trilogy 100 ventilator. There was no report of harm or injury. The trilogy 100 ventilator was returned to the manufacturer service center for evaluation, and the customers complaint was confirmed. During the evaluation it was noted that the device failed testing for test hw power fail. In conclusion the device system board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 2 was performed. The following parts were replaced as regulated by maintenance procedure to prevent failure: pollen filter, exhaust fan assembly, 43-micron filter. Confirmed by an operational check that noise was coming from the motor blower assembly. Therefore, the motor blower assembly was replaced unrelated to the confirmed test failure. The following parts were also replaced in accordance with replacement of the motor blower assembly: stirring fan foam. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver. 14.2.05). The suspected system board was sent to the manufacturer product investigation lab for further evaluation of the alleged failure.